Event description:
(B)(4). I did want to mention that (B)(6) of this year I did have a hysterectomy just to remove essure . I am no longer anemic, I no longer suffer from sever migraines, I have lost weight, no more unexplainable back and lower abdominal pain, moodiness, or fatigue.

Event description:
(B)(4). Also wanted to add painful intercourse and spotting after sex which after hysterectomy went away. There are many of problems that I have had since being implanted with these coils but once they were removed the symptoms have went away.

Event description:
(B)(4). I started to have severe migraines, extremely heavy periods, blood clots the size of a child's fist during my periods where I was close to hemorrhaging, night sweats, moodiness, fatigue, cramping in my lower back that was unexplainable, along with my lower abdomen, also weight gain that I could not lose, along with becoming anemic.